Event description:
It was reported that the device was at end of service (eos) after 4 years and premature battery depletion is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and the data revealed battery voltage - battery depletion indicated/eri, time of recommended replacement time in save to disk was on (B)(6) 2012 and the device elective replacement indicator (eri) <=2.62 volt. The weekly battery voltage trend data shows minimum battery =2.64 to 2.59 volts between (B)(6) 2012 and 3 - patient alerts for low battery voltage between (B)(6) 2012. Evaluation summary: (B)(4) the device was explanted and replaced. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.